Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received at normal elective replacement indicator (eri) level. Longevity calculation and functional test were normal with no anomalies found.